Event description:
At follow-up visit, it was determined that the lead dislodged, at changeout found it wrapped around header of device. Device was removed from service. No patient complications have been reported as a result of this event.